Event description:
It was reported that the patient underwent a l5-s1 alif in which rhbmp-2/acs and an ocelot cage were used. Reportedly, following his procedure, the patient continued to have severe back pain. It was reported that in (B)(6) 2012, the patient was diagnosed with excessive bone growth in his l5-s1 region of his spine. It was reported that as a result of his surgery, the patient continues to have severe pain and has undergone significant testing and rehabilitation. It was reported that the patient has never recovered and continues to have severe, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.